Event description:
Additional information received indicated the event was discovered in clinic. The ble issue was resolved by interrogating the ICD with a different programmer. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. Further information was requested but not received.